Event description:
The reporter stated the device read high, she had passed out and was hospitalized. No other info was provided, other than this occured a few years ago. The device was replaced and requested to be returned for evaluation.